Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5. Reference MFR report#1627487-2017-08434, reference MFR report#1627487-2017-08436, reference MFR report#1627487-2017-08438, reference MFR report#1627487-2017-08439. It was reported that the patient experienced infection (date of infection unknown, cultures taken unknown) at the lead and the ipg (subclavicle area). Patient is treated with antibiotics and the patient is reportedly doing good

Event description:
Device 3 of 5. Reference MFR report #1627487-2017-08434, reference MFR report #1627487-2017-08436, reference MFR report #1627487-2017-08438, reference MFR report #1627487-2017-08439. Additional information identified that infection subsided.